Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough information was provided from the account to properly complete an investigation. Additional information has been requested. Saleh m, bourcier t, speeg c, delbosc b, montard m, gaucher d. Sutureless intrascleral intraocular lens implantation after ocular trauma. Journal of cataract and refractive surgery. 2013; 39 (1): 81-86. (B)(4).

Event description:
In a journal article, an ophthalmologist reported the results of a retrospective chart review identifying patients with acute traumatic cataract or lens dislocation who had lens extraction after blunt trauma. The purpose of this article was to report the results and safety of sutureless intrascleral haptic fixation in traumatized eyes and to compare this procedure with retropupillary iris-claw iol fixation. All patients had a pars plana vitrectomy combined with intraocular lens (iol) implant surgery. For the intrascleral iol group, there was one patient that had conjunctival erosion due to haptic exposure, necessitating the resection of the scleral flap under topical anesthesia to bury the haptic. Two other patients developed postoperative macular edema. One eye responded well to a three month course of oral acetazolamide and topical anti-inflammatory treatment. The second eye required an intravitreal corticosteroid injection. A fourth eye developed uveitis. The article did not provide any further information for this patient. Additional information has been requested. There are four medical device reports associated with this article. This report is for the first patient with macular edema.